Manufacturer narrative:
The technician replaced the worn brake caster to repair the stretcher.

Event description:
Information received indicates the casters continue to swivel after the brake is set.